Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt communication faults) has been confirmed. Upon eval, it was found that the cause of the belt communication faults was due to a broken trunk cable connector. The root cause of the broken trunk connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt which revealed multiple belt communication errors. The pt was provided with a replacement electrode belt.